Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, noise artifact was noted on the right atrial lead. The lead was capped and replaced during device upgrade to resolve the event. The patient was in stable condition.